Manufacturer narrative:
(B)(4).

Event description:
It was reported that " on (B)(6) 2026, an incident occurred involving a 58-year-old female patient. During multiple CT-guided biopsies of the right acetabulum (×5), at the time of the final sample, withdrawal of the coaxial needle did not retrieve the trephine. An attempt was made to remove the trephine using forceps, which resulted in a further fracture of the device approximately 1 cm beneath the skin. An orthopaedic surgery resident intervened and made another attempt to remove the device, without success. A CT scan was performed and showed the trephine located intraosseously, with 2.5 cm extending into the deep soft tissues, without skin exteriorisation. There were no immediate clinical consequences at that time. The patient was re-hospitalised and taken to the orthopaedic operating theatre for removal of the remaining fragment of the trephine. Antibiotic treatment (augmentin) and analgesics were prescribed. The biopsy tray was retained; however, the broken trephine fragment was not preserved during the surgical procedure. "